Manufacturer narrative:
(B)(4) relates to (B)(4) for the reported event of needle failing to retract. The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The returned device was evaluated. The report of the needle being difficult to retract was confirmed;the device was unable to be retracted. The sheath is buckled at the distal end, and the needle extends approximately 5mm past the distal end, when fully retracted. The drive wire is kinked where sheath is buckled. It is possible that the sheath may have kinked inadvertently, due to the force applied to the device, during its advancement into the scope or tissue. A kinked sheath could prevent the needle from retracting back into the sheath. The most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
Note: this MFR report pertains to one of two devices that were used during the same procedure. Refer to associated MFR report #3005099803-2011-00681 for a description of the other device. This report is for the second device. It was reported to boston scientific corporation that an excelon transbronchial aspiration needle was used during a transbronchial needle aspiration (tbna) procedure. According to the complainant, during the procedure, two needles that were able to extend, would not retract, after aspiration. When they were pulled out of the scope, about 2cm back on the sheath looked kinked. The physician was abler to complete the procedure with a third transbronchial aspiration needle. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Event description:
Note: this MFR report pertains to one of two devices that were used during the same procedure. Refer to associated MFR report #3005099803-2011-00681 for a description of the other device. This report is for the second device. It was reported to boston scientific corporation that an excelon transbronchial aspiration needle was used during a transbronchial needle aspiration (tbna) procedure. According to the complainant, during the procedure, two needles that were able to extend, would not retract, after aspiration. When they were pulled out of the scope, about 2cm back on the sheath looked kinked. The physician was abler to complete the procedure with a third transbronchial aspiration needle. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.